Event description:
I am writing to you to "file" yet another complaint and concern about metal-on-metal hip replacements, which I have two of (right and left). Although "my model" has not officially been recalled at this point (depuy orthopedics-pinnacle by j&j), I have been in terrible pain from the time the right one was done ((B)(6) 2009), my left having been done in (B)(6) 2008. I was appalled (but relieved) to find out that so many others are having difficulties with these implants, exactly the same symptoms and exactly the same "responses" from their surgeons..." "The hip looks fine" "your doing to much", "the x-rays are perfect." Guess what... It may look fine, but there is something very wrong going on inside. My heart goes out to all of these people who thought they were doing the right thing to regain their lives, only to be in worse pain and more disabled then before the surgery. Before my second (right hip) I was active, working and happy. After I decided to have the second hip replaced (due to pain), I have been in worse condition then before and cannot work because I don't know what each day will present. I even went as far as having back surgery to improve my condition because I was being told that it was my back and not my hip causing the problem. In (B)(6) 2010, I finally went for a second opinion and was told by a doctor at hss that it is the metal on metal that is causing the problem. I was put through a painful test to rule out infection, and MRI and blood tests, which is how they discovered elevated metal in my blood. Now I go for blood tests every three months to monitor the amount of metal in my body, all the while the pain is getting worse and worse, some days I can't walk without crutches. I know that inevitably I will be looking at another surgery to fix this problem, which could have been avoided by johnson and johnson recalling these systems earlier as well as not limiting the recall to only a certain model, but to all metal on metal, which is the problem. I live in a country where we have higher standards, better quality products and agencies to protect us from harm and dangers. All I am asking is for the FDA to uphold this expectation and enforce an immediate and on a larger scale recall of these metal implants for all of our sakes. These days younger and younger people are having this procedure done and at this rate will have to have multiple revisions or total replacements in their life time ... Our bodies or our insurance cannot withstand this reality.